Event description:
The customer reported that the surgeon activated the instrument 3-4 times. After the fourth activation, the device blade was found to be protruding from the jaws of the device. There was no injury to the pt.

Manufacturer narrative:
Covidien reference: (B)(6). Date of initial report: (B)(6)2010. The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.